Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with elevated levels of lactate dehydrogenase (ldh) and was admitted for the administration of intravenous (IV) heparin along with coumadin. The patient was subsequently discharged two days later the ldh levels had decreased.

Manufacturer narrative:
Based on the information available to the manufacturer, the investigation could not conclusively determine a correlation between the reported elevation in ldh levels and the device. The information available to the manufacturer indicates that the patient was treated with IV heparin and coumadin and discharged home two days later after the ldh levels had normalized. The patient remains ongoing with the manufacturer's lvad with no further issues reported. The hospital will reportedly continue to closely monitor the patient's ldh levels. A review of device history records showed no deviations from manufacturing or (B)(4) specifications. No further information is available. The manufacturer has closed its file on this event.